Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a small separation on the inlet tube of the reservoir under the connector sleeve. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces could not be completed as the tubing was attached to the connector cage and unable to be reviewed. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that small separation noted under the connector sleeve would allow the loss of fluid, making the device inoperable. As the inlet tube was attached to the connector cage microscopic examination could not determine the surfaces or what may have resulted in the small separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leak in the pump/reservoir. The leak point was not able to be seen with the naked eye, but the reservoir was found completely empty. The device was explanted and replaced.